Event description:
It was reported that a sheath break and procedure cancellation occurred. A left atrial appendage (laa) closure procedure was completed using a watchman laa closure device with delivery system (wds) and watchman assess system (was) double curve. During the procedure the sheath catheter of the was was observed to be broken. The was was removed from the patient and the procedure was cancelled. No patient complications were reported.

Manufacturer narrative:
Device analysis: the returned product consisted of a watchman access system (was) with the dilator in the sheath. The hub, sheath, and tip were visually and microscopically inspected. Inspection revealed that the sheath tip was folded back upon itself and damaged. Product analysis confirmed the reported tip damage as damage to the device tip was identified.

Event description:
It was reported that a sheath break and procedure cancellation occurred. A left atrial appendage (laa) closure procedure was completed using a watchman laa closure device with delivery system (wds) and watchman assess system (was) double curve. During the procedure the sheath catheter of the was was observed to be broken. The was was removed from the patient and the procedure was cancelled. No patient complications were reported.